Event description:
The three-piece modular endovascular graft was placed without complication. The planned embolization of the pt's left hypogastric artery was performed. The contralateral iliac leg graft was deployed, landing at the expected site in the common iliac artery. As planned the iliac leg graft landed at a location ensuring a good seal of the graft to the vessel. An iliac leg graft was then telescoped up inside the iliac leg graft and extended down into the external iliac artery past the embolized aneurysmal internal iliac artery. Due to the aneurysm size being 9.5cm and the pt's health condition, the physician elected to provide two distal seals of the aneurysm in the contralateral iliac artery. The ipsilateral iliac leg graft was deployed, landing as expected and providing a good seal of the aneurysm. Post angiogram noted a proximal type I endoleak resulting from the severe angulation in the aortic neck. Another MFR's stent was placed at the proximal neck and the endoleak was resolved. Placement of all components looked good during the final angiogram. No visible signs of an endoleak were detected.